Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during extraction, the plastic cone detached from the needle for the introduction of the seldinger". No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The actual sample was not returned; however the customer provided one photo for evaluation. The complaint of needle cannula and hub separation was able to be confirmed by the photo. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "warning: do not use excessive force in removing catheter. If resistance is met on removal, stop and follow institutional policies and procedures for difficult to remove catheters.". Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during extraction, the plastic cone detached from the needle for the introduction of the seldinger". No patient harm reported. The patient's condition is reported as fine.